Event description:
I understand that there is a known problem with bausch & lomb contact lens solution. Sometome in december of 2005, my left eye started to feel irritated. I noticed a small white oval shaped spot on the lens. This lens was only a couple months old. I hoped the problem would go away, but it only got worse. Finally it got so bad it felt like there was a piece of glass in my eye and I had to leave work, and missed a day or two. I threw out that contact lens and found an old one to replace it. About a month later it started happening again. The solution that I was storing the lenses in stated that it was an all inclusive solution and that no additional methods of sterilization or protein removal was needed. After the problem appeared a 2nd time, I started using my old protein removal tablets and disinfecting my lenses in a heat container. The problem hasn't returned, but I feel my left eye, which was blurry for days, may have suffered slight damage. Event reappeared after reintroduction.